Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion test was reproduced. The device was sent to flow lines for a downstream occlusion test and passed. A review of event history log review revealed several downstream occlusions. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream calibration values are out of specification. The force sensor scale factor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.